Event description:
It was reported that pericardial effusion was observed a few days before a planned upgrade procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a portion of the lead was returned. Analysis did not reveal any lead condition that would have contributed to the field experience of pericardial effusion. The lead tip stiffness","is within specification. Dried body fluid/tissue inside the header and inner insulation prevented helix extension. After cleaning and cutting, normal helix mechanism was found. The returned portion of the lead exhibited normal electrical characteristics. Without return of the entire lead, a","complete evaluation cannot be performed.